Event description:
It was reported the switch remained on when the "off" button was activated.

Manufacturer narrative:
It was reported the switch remained on when the "off" button was activated. Testing confirmed this report, however, our examination of the internal components of the switch did not revealed a specific cause. We will continue to investigate this issue with our supplier.